Event description:
A distributor reported that a customer's pump had a cracked or shattered touchscreen, rendering the screen unreadable and non-functional. The blood glucose level recorded at the time of the event was 130 mg/dl. The customer reverted to an alternate form of insulin therapy.